Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report.

Manufacturer narrative:
Per the clinic, an explant is planned due to the reported open circuits. A specific date has not been decided and therefore, it has not taken place at the time of this report.